Manufacturer narrative:
A 12-month service could not be performed because no serial number was provided. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Additional information: b4, b5, d9.

Event description:
Additional information was received stating that the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no further issues were encountered.

Event description:
It was reported that on an unknown date an unknown plum 360 delivered the programmed volume to be infused (vtbi) in less than the pump's entered settings. The vtbi was reported to have been completed 30 minutes earlier than the original 3-hour duration programmed. There was patient involvement, a delay in therapy but no patient harm was reported.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.